Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s insertable cardiac monitor experienced, to date, five transmission failures to the patient¿s smart phone. Although concerned that, as the patient had a history of syncope, the patient might faint and a transmission failure might occur at that time, to date there has been no complaint other than the malfunction of the device.